Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported that the catheter was disconnected. Magnetic resonance imaging was planned to check for a suspected fluid leak. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.